Manufacturer narrative:
Case recordings were turned from the site for evaluation. The evaluation found the peripheral target was very close to pleura along with CT to body divergence in automatic registration. The failure mode for the CT to body divergence is acceptable per the superdimension (B)(4) documentation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Site reported a pneumothorax post superdimension procedure. The patient's pneumothorax was confirmed via chest x-ray after the procedure. Patient rec'd oxygen via chest tube and was hospitalized overnight and discharged.